Manufacturer narrative:
As reported the body of the basket came apart. One used device was returned for investigation. The device was returned with the handle stuck between the open and closed positions and will not move. The mlla (male luer lock adaptor) is finger tight. The collet knob is tight and secure. The pett measures 3 cm in length. A visual examination noted the support sheath is severed 1 mm from the nose of the mlla. The cannulated handle is bent at point of separation of the support sheath. The cannulated handle is bent at distal end where coil meets the handle. The remaining portion of the support sheath measures 4.3 cm and is still attached to the basket sheath. The basket formation is retracted inside the basket sheath. There are kinks in the basket sheath located at 24 cm from the distal tip of the basket sheath, again at 25 cm, 59 cm, 61.5 cm, 85.5 cm, and 86.5 cm from the distal tip of the basket formation. The handle does not actuate the basket formation. The basket assembly can be manually pulled out, but cannot be pushed forward. The distance between the points of separation, exposing coil and cannulated handle measures 24.5 cm. The mlla was removed, the handle moved but nothing else. There is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality; device integrity prior to shipping. Based on the provided information a definitive root cause cannot be established or reported at this time. Per the quality engineering risk assessment no further action is required. We will notify the appropriate personnel and continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The user facility reported during a ureteroscopy procedure, the physician used the ncircle tipless stone extractor basket in the ureter and then removed the basket. The basket was then placed in a flexible scope and the physician went on to use a laser fiber to laser the lower pole stones. After the physician had broken the stones, he went to place the basket back into the patient to remove additional stones and the body of the basket came apart. The physician proceeded with a new basket and completed the procedure successfully. No unintended portion of the device remained inside the patient¿s body. No additional procedures were required due to this occurrence. No adverse effects or consequences were reported to the patient due to this occurrence.